Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results showed that one (B)(4) reload was returned with no visual non-conformances and fully fired. No functional test was performed as no device was received for analysis and the reload was received fully fired. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Event description:
It was reported that during a vats procedure, only one fourth of the staples were fired. Other staples did not come out from the cartridge. As a result of the difficulties encountered with this device, the procedure was prolonged 60 minutes. The procedure was converted to open. The condition of the patient immediately after the event was stable.